Event description:
Mother of male, reported infusion set tubing separating from the luer lock. She stated that the outer tubing was separated causing patient's blood glucose to be elevated to 314 mg/dl. Patient administered a bolus to address the elevated bood glucose issue. Mother did not report any symptoms associated with the elevated blood glucose. No medical assistance was required. Product will not be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation. Issue described to agency.